Event description:
Additional information received that indicated the patient's right ventricular (rv) lead was oversensing leading to pacing inhibition.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had noise episodes. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in two pieces. Visual inspection found external insulation abrasion proximal to suture sleeve tie region breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to exposure of the outer coil in the abrasion region consistent with friction to the device can.